Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10g26065 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from the USA of peritonitis with culture positive for candida in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the physician reported the following information. In (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis and treatment were not reported. On an unreported date, the patient's pd catheter was removed. The patient had been off the pd solutions for about a week or two now. On an unreported date, the patient was placed on hemodialysis. In (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. Per the physician, the peritonitis with culture positive for candida was unrelated to dianeal and extraneal therapies.